Manufacturer narrative:
The carefusion failure analysis technician evaluated the compressor. Configured for compressor minute volume testing and passed without giving any alarms or error being recorded. The compressor was left to cycle in these setting for one hour and was still unable to duplicate the reported issue.

Event description:
The customer reported that during pre-use testing the ventilator is displaying safety valve with audible alarm and does not respond to touch commands. No patient involvement.

Manufacturer narrative:
(B)(4).